Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment. It was reported that after the implant, the patient experienced vaginal discharge, erosion, odor, exposed mesh, vaginal bleeding, discharge, hematuria, tenderness, pain, endometriosis, and discomfort. Post-operative patient treatment included removal of mesh, cystoscopy under general anesthesia, vaginal pack placed, and admission to hospital.